Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of undersensing were noted on the device. Reprogramming was recommended to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.